Event description:
It was reported that the procedure was performed to treat a lesion in an unknown vessel. A 5.5x120mm supera self-expanding stent (ses) was attempted to be backloaded onto a guidewire; however, the stent was noted to have dislodged. The ses was replaced with a new supera stent and the procedure was completed. There were no reported adverse patient effects nor clinical delay. Subsequent to the initially reported information the device was received and the analysis revealed that the stent was not deployed and was within the distal marker, and the tip lumen and jacket were separated at the distal end of the ratchet stem and were not returned. The account confirmed to be aware of the separation and noted that it occurred during an attempt to advance the ses over the wire. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported material separation was able to be confirmed. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that inadvertent mishandling while unpackaging the device/removal from the tray and/or during preparation for use resulted in the reported material separation/noted tip, tip lumen and tip jacket separations. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. H6: medical device problem code 2923 removed, 1562 added.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was performed to treat a lesion in an unknown vessel. A 5.5x120mm supera self-expanding stent (ses) was attempted to be back loaded onto a guidewire; however, the stent was noted to have dislodged. The ses was replaced with a new supera stent and the procedure was completed. There were no reported adverse patient effects nor clinical delay. No additional information was provided.